Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.

Manufacturer narrative:
Ptc investigation result was received on 11-sep-2015. This adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: ptc global number (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented nickel allergy and when tested, heavy metal toxicity was discovered. These events are serious due to medical importance and required intervention. Nickel allergy is listed in the reference safety information for essure, while metal toxicity is unlisted. Allergic reactions to essure are more commonly related to nickel sensitivity. In this case, she presented nickel allergy along with other non-serious events. Then, she had a fully hysterectomy. Considering the allergy's nature and implied temporal relationship, causality with essure use cannot be excluded. Although essure releases nickel, the amount is not enough to cause metal poisoning. Thus, this event is assessed as unrelated to essure. Since intervention was required (fully hysterectomy) this case is regarded as incident. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. No further follow up will be actively pursued, since this case was identified during health authority website monitoring.

Event description:
This case has been identified during monitoring of postings on an FDA hosted docket website, which has been established in preparation of a public FDA advisory committee meeting taking place in september 2015 (case# FDA-2014-0736-0327 awareness date 13-aug-2015) it refers to an adult female consumer in united states who had essure inserted (fallopian tube occlusion insert ) in 2009. Consumer had essure implanted in 2009 (at (B)(6)). Side effects such as insomnia, forgetfulness and irritability, along with all the health issues, weight gain, bad periods, hormonal imbalances, a nickel allergy, and when tested heavy metal toxicity. She had a full hysterectomy on (B)(6) 2015 at the age of (B)(6). Company causality comment: this non-medically confirmed spontaneous case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and presented nickel allergy and when tested, heavy metal toxicity was discovered. These events are serious due to medical importance and required intervention. Nickel allergy is listed in the reference safety information for essure, while metal toxicity is unlisted. Allergic reactions to essure are more commonly related to nickel sensitivity. In this case, she presented nickel allergy along with other non-serious events. Then, she had a fully hysterectomy. Considering the allergy's nature and implied temporal relationship, causality with essure use cannot be excluded. Although essure releases nickel, the amount is not enough to cause metal poisoning. Thus, this event is assessed as unrelated to essure. Since intervention was required (fully hysterectomy) this case is regarded as incident. No further follow up will be actively pursued, since this case was identified during health authority website monitoring. Technical assessment is expected.